Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported issue of "one of the soft keys at the top of the keypad is not functional", which was verified through causality. Visual inspection found a dented keypad. The front case was replaced for an unrelated issue which corrected this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a non-functional soft key at the top of the keypad. There was no patient involvement. No additional information is available.